Manufacturer narrative:
Update: 02/22/2013: litigation documents were received. Litigation alleges that the patient suffered severe pain in the hips, difficulty walking, elevated cobalt and chromium levels in blood, and continued swelling in the hip region. Part/lot information was identified per corresponding invoice. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had severe pain, difficulty walking, elevated cobalt and chromium levels in blood and continued swelling in the hip region after asr hip implant.